Event description:
It was reported that the patient may undergo a revision surgery of the total ankle replacement. The reason for the revision is not available at this time.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Correction: b2. The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "tibial (construct): there is clear radiolucence and a large cyst visible. Loosening can be confirmed. Migration is likely, but there is information missing to confirm this. The pe is not separated from the tibial component. There is no sign of loosening or migration visible. Talar (construct): the talar component shows some radiolucence as well and loosening is likely. Here, migration can not be confirmed as well". Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone stock and cyst around talar and tibial components respectively. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may undergo a revision surgery of the total ankle replacement. The reason for the revision is not available at this time.